Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tubing disconnection occurred during patient treatment with a prismaflex m100 device. A minimal external blood leak was observed at the return line, after the dearation chamber where the blue port is connected. The treatment was immediately stopped and the patient was reported as being in stable condition. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures showed that a blood leak occured during use at the level of the warmer luer connector on the return line. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.